Event description:
Iabp placed in cath lab on (B)(6) 2012, ruptured (B)(6) 2012. Replaced catheter and shortly after iabp catheter clotted. Replaced catheter again without complications. On (B)(6) 2012, the 3rd balloon ruptured. Iabp was discontinued at that time. Reinserted iabp on (B)(6) 2012, when in cath lab for vsd percutaneous repair. Iabp ruptured on (B)(6) 2012. Pt. Expired on (B)(6) 2012, after withdrawal of support per living will/family wishes.